Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer, safety valve and o2 sensor tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. The replaced parts have been requested for investigation. A supplemental MDR report will be sent when the investigation is completed.